Event description:
During a rotablator / ptca treatment procedure, the quantum maverick monorail balloon ruptured. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% in-stent, restenotic lesion in the mid right coronary artery. The physician used a terumo introducer sheath for vascular access, an athlete gt type-s guidewire. And a 7 fr mach 1 fr4 guide catheter to cross the lesion. After ablation, the quantum maverick monorail balloon ruptured at 5 atms on the initial inflation. The balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.